Event description:
While performing a laparoscopic salpingo-oophorectomy, one jaw of the platypus grasper broke off inside the patient. The broken jaw was identified in the left upper quadrant and removed.